Event description:
It was reported that the patient was experiencing difficulty charging the ipg and the remote control could not connect with the device. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.